Event description:
Patient diagnosed with two vessel disease with occlusion of the rca and subtotal lad. According to the dictated operative report and interview with the scrub technician, the drug-eluding medtronic resolute integrity rx de in question was deployed across the middle part of the right coronary artery lesion, however the stent was only partially deployed due to the stent "malfunction" and "balloon rupture" of the stent and no deployment of the distal portion of it. Investigation revealed that the balloon did not rupture but rather was noted on fluoro to be "leaking" contrast. The stent was successfully removed and examined and observed to be intact. No harm to the patient.